Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a load step malfunction issue. The pump pushed out insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/21/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/12/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history revealed no evidence of a load step malfunction; however, the pump did not detect the cartridge when a load step was attempted. The pump case was opened and contamination was found on the force sensor plate. The force sensor resistance was found to be out of specifications. Unrelated to the complaint, the pump was powered on and the display screen appeared faded and discolored. When replaced with a test display, the screen functioned properly. Additionally, the battery cap was damaged; the cap was still fully secured to the pump and maintained power.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.